Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge appeared to be loose on the pump. A new cartridge was loaded to address the event. Blood glucose was 246 mg/dl.